Event description:
A healthcare facility in (B)(6) reported that the manometer on an rd900 neopfuff infant resuscitator was faulty. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (fph) service centre in (B)(4), where it was visually inspected and performance tested by a trained fph service engineer. Results: visual inspection revealed cracks on the gas inlet port and the fascia of the returned neopuff resuscitator. The performance test identified that the manometer was out of specification. A lot check revealed one other complaint of this nature for lot number 060712. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The investigation of similar complaints has revealed that this type of damage was most likely caused by some form of impact to the neopuff device. The complaint neopuff device was serviced and the faulty manometer and cracked fascia were replaced. The neopuff device was then returned to the customer facility after passing the necessary safety and performance tests.